Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that after the tsb45 had a similar problem to ees# 95250, where the rows of the staple line were not closed. Attempting to find out more details.